Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2014 with the following findings: there was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained an electrical connection. The height and width battery cap contacts were found to be within specification. During evaluation, the pump was unable to power on was completely unresponsive. The remaining steps were unable to be completed. Moisture corrosion was observed on the display screen. The pump failed a leak test due to a crack between the display lens and the case seal. The pump¿s cover was removed; moisture/ corrosion were found to the display screen, the cgm module and to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. It was noted that the battery cap secured tigthly to the pump with no visible yellow o-ring. It was also noted that there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.